Manufacturer narrative:
The kink in outflow graft first discovered in (B)(6) 2020 was reported in manufacturer report number 2916596-2020-03437. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to hospital on (B)(6) 2022 with complaint of increasing shortness of breath (sob) and abdominal pain that resolved with supportive care. Computed tomography angiography (cta) scan showed kink in outflow graft with no echocardiogram changes. The patient was discharged home with outpatient management. The reported kink in outflow graft was first discovered in (B)(6) 2020 with no reported change since previous imaging. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented to hospital with complaints of increasing shortness of breath (sob) and abdominal pain that resolved with supportive care. Computed tomography angiography (cta) scan revealed a kink in outflow graft with no echocardiogram changes. The patient was discharged home with outpatient management. The patient ultimately expired on (B)(6) 2022 due to multi-system organ failure (msof) (MFR # 2916596-2022-10166). The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26sep2017. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. No further information provided. The manufacturer is closing the file on this event.